Event description:
It was reported by the caller that during a pvc procedure the patient developed a pericardial effusion. A pericardiocentesis was performed. The patient is currently stable and will be transferred to the ccu for observation. Additional information received stated that the physician's opinion regarding the cause of the adverse event was that it was caused by the whisper wire in distal cs. On 5/3/2019, clarification was received indicating the whisper wire is manufactured by abbot vascular. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).